Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed: the monitor would not power on due to a printed circuit board failure. Examination also showed the protective panel was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the monitor did not turn on. This issue occurred during inspection prior to a therapeutic procedure. The procedure was delayed for an unspecified duration to replace the monitor. The procedure was completed with a similar device. Though an unknown delay occurred, there were no adverse effects to patient reported.